Manufacturer narrative:
(B)(4). Eval: results: (complex calcified nature of target lesion), (stent embolism and failure to deliver the stent), (use of force and stent handled directly). Conclusions: device failure/lack of effectiveness related to pt condition. (Complex calcified nature of target lesion), (use of force and stent handled directly). Eval summary: stent was not present. Crimp impressions were evidence on the balloon. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to deploy a 2.5 mm diameter x 30mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt located in the lcx. The lesion was reported to be exhibited 90% stenosis with severe calcification. It was reported that the stent was handled directly prior to insertion into the pt. It was also reported that resistance was experienced while advancing the stent to the lesion and force was used during the attempted delivery of the stent. While the physician was attempting to position the stent in the lcx, the stent dislodged. An x ray confirmed that the stent was in the ulnar artery. No pt injury occurred and no clinical sequelae were reported.